Event description:
No flow was observed during patient use of a basal/bolus infusor elastomeric device. According to the report, the no flow was due to an "air lock" in the device. This event did not involve patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4): the manufacture date is between july 1, 2013- july 3, 2013a batch review was conducted and a change in the glass capillary material was noted during the manufacturing of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.